Event description:
It was reported patient underwent bilateral total hip arthroplasty procedures. Legal counsel for patient reports patient allegations of grinding, popping, pain, fatigue, headaches, livedo reticularis rash, and elevated cocr levels. A review of invoice history confirms total hip arthroplasty procedures occurred on (B)(6) 2007 for the right hip and (B)(6) 2007 for the left. Subsequently, the patient's left hip was revised on (B)(6) 2013. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2013 was due to pain, elevated metal ion levels, synovitis, fluid, and clicking. The operative notes confirm that the acetabular cup, modular head and taper adapter were removed and replaced. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Event description:
It was reported patient underwent bilateral total hip arthroplasty procedures. Legal counsel for patient reports patient allegations of grinding, popping, pain, fatigue, headaches, livedo reticularis rash, and elevated cocr levels. A review of invoice history confirms total hip arthroplasty procedures occurred on (B)(6) 2007 for the right hip and (B)(6) 2007 for the left. Subsequently, the patient's left hip was revised on (B)(6) 2013. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information received in medical records, which was unknown at the time of the initial medwatch. This report is number 4 of 6 mdrs filed for the same person(reference 1825034-2013-00176/ 0181).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 4 of 6 mdrs filed for the same event (reference 1825034-2013-00176-1/ 0181-1).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." The following sections could not be completed with the limited information provided. Date of event - unknown. Date explanted - left hip was explanted (B)(6) 2013. This report is number 4 of 6 mdrs filed for the same event (reference 1825034-2013-00176 / 00181). The report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Event description:
It was reported patient underwent bilateral total hip arthroplasty procedures and reports allegations of grinding, popping, pain, fatigue, headaches and livedo reticularis rash. Patient alleges bilateral hip aspirations indicate elevated cocr levels. A review of invoice history confirms total hip arthroplasty procedures occurred on (B)(6) 2007. It is unknown which hip was replaced on those dates. Subsequently, a revision procedure was performed on the left side (B)(6) 2013. The head and the taper adapter were removed and replaced. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.